Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that an unspecified bd syringe that the needle is not staying in place on syringe while drawing insulin from vile. Customer had to replace needle and syringe to resolve issue. The following information was provided by the initial reporter: material no: unknown batch no: unknown. 2 of 2: captures the issue in regards with the syringe connectivity, unknown material and lot# it was reported that the needle not staying in place on syringe while drawing insulin from vial. Verbatim: description of issue: contact reports needle not staying in place on syringe while drawing insulin from vile. Customer had to replace needle and syringe to resolve issue. What was your bg reading at the time of this event? Unavailable. If bg between 54-500, no more bg questions needed. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? No. Did issue cause any injury? If yes, what type of injury? No injury reported. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. Resolution: customer declined follow up by bd. To send replacement to maintain satisfaction. To call back to obtain sn and bg as customer was not present with pump during call.